Event description:
It has been reported to us that upon inspection of the inventory at the user facility, the teflon was reportedly noted to be flaking off the wire. The device problem was detected prior to usage on a pt and the devices are being returned for our evaluation. There were a total of 8 pieces affected from lot #07fi1461.